Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer stated eight patient specimens generated reactive results on axsym havab 2.0 but were negative on architect havab igg. The customer suspects the axsym results to be false positive. This report is for patient #4 of 8. Patient #4 generated a reactive % inhibition result of 54.5% on axsym and a nonreactive result of 0.78 s/co on architect. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. A review of complaint and manufacturing records did not identify any issues. Since the axsym havab 2.0 reagent lot numbers were unknown we included 3 reagent lots in our investigation that have been shipped to another country and therefore may have been used at the customer's site. Testing of a retained sample (reagent kit stored at abbott laboratories) of axsym havab 2.0 reagent, lot numbers 61079lf00 / 62518lf00 / 64021lf00, met package insert claims; index calibrator and the controls showed values within range. An additional 10 replicates of the negative control have been tested instead of the unavailable patient samples. Each replicate of index calibrator, negative and positive control met package insert claims and obtained values were within typical ranges. No false reactive result was observed. As part of our investigation we have reviewed the complaint and manufacturing records for axsym havab 2.0 reagent, lot numbers 61079lf00 / 62518lf00 / 64021lf00. This review did not identify any problems relating to the customer's observation. Based on our investigation, we have determined that axsym havab 2.0 reagent, lot numbers 61079lf00 / 62518lf00 / 64021lf00, are performing acceptably. The package insert states that for diagnostic purposes, anti-hav reactivity should be correlated with patient history and other hepatitis markers for diagnosis of past or present infection, or vaccination against hav. Since no sample returns were available for our investigation, the cause for the discrepant results observed by the customer is unclear. This is the final report.